Manufacturer narrative:
The device was returned for evaluation. Visual observation confirms one side of rod inserter tip is broken off and not returned for analysis. No material witness marks inside or around the tip were identified which would suggest inappropriate surgical technique contributed to medtronic, inc.

Event description:
It was reported that the patient underwent an l3-5 minimally invasive posterior lumbar surgical procedure. It was reported that during rod placement the inner sleeve extender detached from the bone screw. Following this occurrence it was noticed that the rod was no longer attached to the inserter and up on removal of the inserter it was noticed the tip had broken off and remained in the patient. An incision was made to remove the broken tip fragment. The fragment was removed. No additional patient complications were reported.